Manufacturer narrative:
(B)(4). The product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that this instrument was found broken in the sterile processing department. There was no patient involvement.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; g3; g6; h1; h2; h3; h6; h11. H6: component code: mechanical (g04) - drill. Visual examination of the returned bone screw drill identified signs of use (nicks, gouges) and confirmed the reported event that the device is fractured. All fractured pieces were returned. Dimensional analysis of the product determined that the product, where measured, was conforming to print specifications. The returned device was examined using optical microscopy (keyence vhx-2000) and scanning electron microscopy (hitachi su5000). Sem images of selected locations on the fracture surface display dimple features characteristic of a ductile fracture. In contrast ¿river¿ marks are also displayed which are indicative of a brittle overload fracture. These combined observations suggest that the primary fracture mode was due to bending or torsional overload. The exact fracture initiation site could not be determined. The device history record was reviewed and no discrepancies relevant to the reported event were found. Device has a potential field age of 11+ years and exhibits signs of repeated use. The root cause of the reported event can be attributed to wear and tear of the device from the repeated use over time. Complaint can be confirmed through the returned product analysis. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.